Manufacturer narrative:
The provided calibration signals appeared high. The qc data was within range. On the day of the event, the alarm trace showed abnormal sample aspiration alarms 12 times hinting to the root cause as a sample quality issue. The suspect of a cross reactivity or interference with the patient's medication is remote: a cross-reactivity or interference caused by patient medication would be permanent for the sample, not temporary. In addition, both medications are not known to interact (would be drastically) with elecsys e2 iii and not mentioned in the method sheet. The available information and data hint to a possible pre-analytical issue causing the high flyers (e.g. Undetected aspiration of clots interfering at the measurement time). The investigation did not identify a product problem.

Event description:
We received an allegation about discrepant high results for 1 patient's serum sample tested with elecsys estradiol g3 (e2 iii) assay on a cobas 6000 e 601 module serial number#: (B)(6). On (B)(6) 2023: initial result: 11010 pmol/l (accompanied with a data flag). The instrument performed a rerun with an automatic 1:10 dilution and the 1st rerun result was 17547pmol/l. The questionable results were reported outside the laboratory. The physician doubted the results as they did not match the patient's medical condition and asked the sample to re-tested. The sample was then repeated twice providing the following results: 2nd repeat result: 26.52 pmol/l. 3rd repeat result: 22.38 pmol/l. The customer asked about a possible interference between the medications that the patient was taking and the e2 iii test that can cause questionable high results.

Manufacturer narrative:
Investigation is ongoing. H3. Other text : na.